Event description:
It was reported that a spectrum pump keypad had inoperable #0, #1 and #2 keys. It was also reported there was no patient involvement. It was found during the baxter evaluation of the device that the third row of keys (#0, #1, #2, and #3 keys) were intermittently inoperable.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found during the device evaluation that the third row of keys (#0, #1, #2, and #3 keys) were intermittently inoperable caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.